Event description:
Entrapment of radial artery sheath after radial approach during heart catheterization. The radial sheath was difficult to remove with tissue remaining on tip of sheath after removal.